Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bg meter and cgm differed by 100 mg/dl.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was pregnant, which is off-label usage of the device. It was reported that the bg meter and the cgm was 100 mg/dl. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.